Manufacturer narrative:
(B)(4). Date sent: 07/29/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that some gst reloads with sterile packaging had sealing area that was completely transparent; and therefore, the customers were concerned on the sterility of the product. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60d with lot number 753c67; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2025. H1: not reportable. Additional information was requested and the following was obtained: how many gst60d involved in complaint: 3. How many gst45d involved in complaint: 1. Upon review of the additional information provided and original report, it was concluded that only four devices were involved. This event will be captured under the following reports: 3005075853-2025-05365, 3005075853-2025-05361, 3005075853-2025-05364 and 3005075853-2025-05363.